Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow up in the clinic, interrogation of the patient's right atrial lead exhibited noise had been sensed. The sensed noise inappropriately triggered automatic mode switch (ams) episodes. The device will be monitored. The patient remained in stable condition.

Event description:
New information: during a follow-up in clinic, the right atrial (ra) lead exhibited a signal artifact. No changes were made. The patient experienced no consequences and will continue to be monitored.